Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this device was implanted on (B)(6) 2016 and was explanted on (B)(6) 2020, and replaced by a non-bsc device. A request was sent to the rep for further clarification as to why the device was replaced. The response given was that the patient had new epicardial leads and pgr at time of cvsx. The rv lead had very high threshold/output. Battery depletion was not due to the problem with the boston scientific device. Further clarification was requested, but no response was received.